Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue; 88-0e100e1083. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: on investigation, the pump powered on with pulsing vibration. A call service alarm (088) alarm was duplicated during the duration test. The pump cover removed for investigation¿ inspection of the printed circuit board revealed the master and peripheral processor signals were missing from pin 2, and 4 of the watch dog chip (u38). Investigation determined an unidentified intermittent printed circuit board condition/failure. (B)(4).